Manufacturer narrative:
Device is at end of support.

Event description:
The customer reported that the device ECG was not working. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.